Manufacturer narrative:
The review of manufacturing documents could not be carried out as no lot-no was given. As no item was returned no physical examination could be carried out. The rmf had considered potential nail breakage. The estimated threshold was not exceeded. Available information revealed no non-conformity; therefore no new CAPA was initiated. General aspects: the affected implant is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A requirement for successful treatment with an intramedullary nail is that bone healing develops in a sufficient manner that the implant is relieved by load sharing / load transmission over the bone. Otherwise the implant may be subject to a fatigue fracture. In this case, referring to limited information, allegedly the nail broke after an implantation period of roughly 8 months. Referring to the exceeding implant period an impaired ability of bone healing cannot be excluded. It could not be determined whether the used implant was applicable for this case, if reduction and / or implant placement was suitable and / or if the implant even had been damaged intra-operatively. It could not be determined which instructions were given regarding post-operative activity level nor if the patient had been compliant to the instructions. Potential implant breakage due to different reasons is clearly pointed out in the labelling. Referring to available information a more precise statement was not possible from technical point of view. As no pre-, intra- and post-operative x-rays were provided a medical statement seemed not being reasonable. Based on presented information a deficiency in the nail question was not verified. In case relevant clinical information and / or the item(s) should become available, we reserve the right to update the investigation and change the root cause. According to available information the cause of the event could not be determined but it could also not be excluded that the event was patient and / or user related. However, a deficiency of the nail was not verified.

Event description:
It is reported by the surgeon of the hospital, that a patient came in with pain. He took an xray and it is observed that the g3 nail is broken. Revision surgery will take place on (B)(6) 2015.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that a patient came in with pain. He took an xray and it is observed that the g3 nail is broken. Revision surgery will take place on (B)(6) 2015.